Event description:
It was reported that the patient presented to the hospital for a generator change procedure. Upon interrogation, the pacemaker failed to interrogate, resulting in an inability to perform threshold testing. Attempts were made using other programmers, but the same issue persisted. Eventually, the right ventricular (rv) threshold test could be performed; however, the right atrial (ra) threshold test could not be performed. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.